Manufacturer narrative:
Per follow-up good faith effort response, the biomedical engineer replaced the defective touchscreen. The device passed the required performance verification tests per philips standard and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the touchscreen was not working properly. It was reported that there was no patient involvement at the time the issue was discovered. There was no patient or user harm reported. The customer called technical support to request for the part number of the replacement touchscreen as the touchscreen was not working properly. The remote service engineer (rse) provided the customer with the part number and price of the replacement touchscreen for repair. Per a good faith effort (gfe) response received, the biomedical engineer (bme) verified that the touchscreen was faulty and not calibrating. The bme ordered and received the replacement touchscreen. Device repair is still pending.